Manufacturer narrative:
(B)(4) the service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the oxygen (o2) sensor and the battery to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator became inoperable. It is unknown if the patient was transferred to another unit. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and although the se did find an error code, the se did not duplicate the customer reported malfunction. The ventilator passed self-testing.